Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. No replacement at this time. They will call back to troubleshoot. Most likely underlying root cause of malfunction: mlc-118 - user applied blood to strip before inserting strip into meter. Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. Family member is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. Customer states relative feels physically well, however has some eye issues that is related to their diabetes - no medical assistance necessary by customer. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is undisclosed and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Customer concern with e-3 errors on behalf of relative. Customer does not have testing supplies on hand and is not with end user to verify further information.